Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant the pace impedance measurements of this lead were less then 200 ohms. A new lead was thus used. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should the lead be returned and analyzed.

Event description:
It was reported that during the implant the pace impedance measurements of this lead were less then 200 ohms. A new lead was thus used. This lead was expected to be returned. No adverse patient effects were reported.